Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 490 mg/dl, 220 mg/dl and 168 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 490 mg/dl, 220 mg/dl and 168 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.